Event description:
Hub dislodged from actual catheter after placement. The patient was highly immobile so it is not clear how the hub became dislodged. Patient outcome is unknown at this time.

Manufacturer narrative:
No product was received to assist in this investigation. Prior to shipping, this device is inspected by firmly tugging on fitting while holding catheter tubing and visual examination. A change request has been implemented using a new flare iron tip with stop to minimize flare size variation in the manufacturing process. Appropriate design control activities have been completed. Unfortunately, since no product was returned to assist in this investigation, the root cause of the separation is unknown. We will continue to monitor for similar complaints.